Event description:
The tip of the glenosphere inserter broke off in the hole in the glenosphere implant. The broken tip was lodged in head and prevented the seating of head on baseplate. During a more detailed investigation into a rsp glenoid head inserter/impactor broken threads issue, it was found that several of the initial incidents of broken threads had not been reported to FDA. In order to capture the full number of similar events, this MDR is now being submitted.

Manufacturer narrative:
The rsp head inserter/impactor shaft broke from excessive loads applied to its threaded distal tip. Most likely, the forces that caused the failure were bending loads rather than twisting loads since high twisting loads would be more likely to cause galling on the threads, but not fracture the shaft. This is a reusable device that needs to use a thin diameter shaft to connect with the recessed threaded section of the glenoid head. Both the rsp head inserter/impactor and glenoid head were returned. The products were examined with a 5x magnifier and measured with a caliper. The distal 10-32 unf-2a threaded tip was broken off and was not returned to encore. Except for the distal tip, the inserter/impactor was in excellent condition. The shaft diameter just proximal to the break point was 0.203 inches, within specification. The glenoid head looked in excellent condition. A 10-32 unf-2b gauge was used to check the threads. The gauge only went in part way and then jammed. Threaded areas are 100% inspected with gauges at encore, so it is likely that the threaded area was damaged during the use of the inserter/impactor. Device history records for both devices were examined. One nmr for the cobalt chrome glenoid head was noted, and all items with dimensional deviations were scrapped. All products accepted from this lot met encore requirements in full. There were no nmrs for the inserter/impactor. The inserter/impactor lot was released by encore in (B)(4) 2007, so it was in use for no more than six months before breakage.